Manufacturer narrative:
8/14/97-supplement #1 sent to FDA. Additional data entered in d9.device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract to penetrate tissue. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.